Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high ventricular impedance measurements and no ventri- cular capture.~~~~~~~~~